Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the patient was experiencing a low heart rate. A loss of capture was observed on the right ventricular lead. The patient become syncopal and was transferred to (B)(6) hospital. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.